Manufacturer narrative:
The reported premature battery depletion was not confirmed. A longevity calculation was performed based on programmed settings and usage data and the device was within normal limits. The device was tested on the bench and all device functions were found to be normal.

Event description:
It was reported that the battery was depleting more rapidly than expected. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.